Event description:
It was reported by the affiliate that during a rectum procedure, the device would not staple and would not cut. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received with no cartridge present. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right the staple formation was conforming, however when fired in the left and center position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.